Manufacturer narrative:
The t:slim pump user guide cautions against overfilling a cartridge past 300 units as this can lead to cartridge error. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. On (B)(6) 2017, the customer reported loading a cartridge with over 300 units, and the fill estimate remained static at 90 units for over 24 hours. Then on (B)(6) 2017, the customer loaded a new cartridge with over 300 units, and received an initial fill estimate of over 240 units. During insulin gauge calculations with tandem technical support showed that the fill estimate was accurate. There was no reported impact to the customer's blood glucose level.